Event description:
Patient (pt) received durolane injection in his r [right] knee for arthritis on [date redacted] at 1340. No immediate complications were noted post injection. On [date redacted], three days later, the pt presented to a [redacted] ed with complaints that while in private vehicle after the injection, pt noticed purple bruising over knee, some boil in the r lower part of leg, diffuse swelling, significant pain along the lateral aspect of the foot, and difficulty moving toes due to the pain. Imaging done was negative for dvts [deep vein thrombosis] and negative for acute osseous abnormality. Pulses were strong on assessment. Pt refused blood work to rule out metabolic issues or rhabdo [rhabdomyolysis]. Pt was discharged home the same day. Pt followed up with [redacted] ortho office on [date redacted], six days after injection. The provider noted that pt had tolerated previous durolane about 7-8 months prior without events. Pt states symptoms of cramping started within 10 minutes after the injection. Knee and lower extremity were noted to have splotchy bruising and minimal erythema. A blood blister was noted at the r ankle with some skin breakdown distally, not over the knee. Swelling was noted throughout, and range of motion of the knee appeared easy. As of [date redacted], symptoms had not improved and pt returned to the ed. Pt was prescribed doxycycline and referred to dermatology for outpatient follow-up.